Manufacturer narrative:
Metal coil clipping found in the connector region between the outer coil and inner insulation. No inner insulation breach observed.

Event description:
This report is to advise of an event observed during analysis.